Event description:
I had the essure procedure done and since have experienced pinpointed sharp stomach pains and cramps on my lower left side of my stomach, migraines, extreme lower back pain, and bleeding when I am not supposed to have my period and extremely excessive bleeding when I do, to the point of bleeding through a super tampon and pad and underwear and clothing regardless of how much I change feminine products. Can literally stand and have blood gush out of me during my period as opposed to a normal period flow. I was truly upset and distraught the other day when I was at work and pulled down my pants to go to the bathroom and change a tampon and as I did this blood literally was falling out of me into and all over the toilet, the top of the toilet sides and floor all around it couldn't even wipe or control it fast enough, when I finally was able to position to pull the tampon out blood literally gushed out of me and splattered everywhere including even on the bathroom wall next to me. This was horrible to have happen to me at work, and try to be in the bathroom cleaning so no one knows about it before the next person comes in! This is something I have never experienced in my life and it seems to have gotten worse as times goes on from having had the essure procedure done. I have sat at my child's football games and bled through everything and had to get up with a blanket wrapped around me to walk to the car. I am (B)(6). I know my body well and I never had issues like this before this essure. I find myself in pain and discomfort at least two weeks out of every month, during sex with my husband, it can be painful or uncomfortable at times also and I bleed almost every time which never happened prior to the surgery.